Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the small intestinal stoma closure surgery, after fired without audible feedback, difficult to remove the device, used scalpel to cut the tissue, removed the device from patient and noted some staples malformed. Used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.